Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) /2015. Patient did not calibrate according to user guide recommendations. The patient did not report injury or medical intervention.